Event description:
It was reported that a vns patient was having three seizures a week and their seizure medication vimpat was increased. It is unknown if their three seizures a week was above or below their prevns seizure rate. Good faith attempts have been unsuccessful to date...